Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The drill broke whilst drilling the posterior screw on the calcaneus. A replacement was available.

Event description:
The drill broke whilst drilling the posterior screw on the calcaneus. A replacement was available.

Manufacturer narrative:
Please note correction to h6 (component code). The reported event could be confirmed, since physical evaluation revealed a broken off tip. The drilling spiral of the drill returned is completely sheared off. The broken off piece was not returned. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. Based on the above facts the root cause of the reported event is not related to a deficiency of the device but is rather linked to improper handling by the user. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. According to event description it was stated that a ¿replacement was available¿ and per event details available the procedure was completed successfully with no impact to the patient. In addition, the risk has been evaluated and is adequately covered in the current valid risk file. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.